Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
A lesion in the right coronary artery was treated with a diamondback coronary orbital atherectomy device (oad) four times at low speed. The oad became stuck in the lesion, and an attempt was made to operate the device at low speed to remove it. The oad crown and tip bushing were observed to become detached, and were removed using the guide wire and guide catheter. The oad was replaced to continue treating the lesion and the patient was in good condition following the procedure.

Manufacturer narrative:
The reported oad was returned to csi for analysis along with the viperwire guide wire utilized during the procedure. A visual examination of the oad confirmed that a weld fracture was present on the proximal side of the crown. Scanning electron microscopy was performed and identified evidence of fatigue striations and grinding. Driveshaft flexing at the weld location can initiate a fatigue failure. Although the root cause of the fracture could not be confirmed, it is hypothesized that the driveshaft underwent excessive flexing near the crown due to operation of the device in excessive tortuosity or resistance which may have pushed the driveshaft into a tight bend shape. The coronary oas instructions for use states the following warning, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." Analysis of the returned guide wire did not reveal any anomalies. At the conclusion of the device analysis investigation, the report that the tip of the oad became detached was confirmed. The device history record for this device lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event and the device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).